Event description:
It was reported that a pump keypad works intermittently.

Manufacturer narrative:
(B)(4). The sigma device evaluation found the #0, #1, #2, #3, #4, #5, #6, #7, #8, #9 and (.) Keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the ok key will occur following the selected key's function (e.g. When the setup key is pressed setup followed by ok will be entered). Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.